Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 4 cfu/endoscope (3 cfu/100ml). Bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - electrical safety checks by using emt / mpe tester failed insertion part --- distal end cap cover --- insulation < threshold. - light guide rod lens (3x) --- cracked. - charged coupled device cover lens --- cracked. - bending section rubber glue --- discoloration. - mouthpiece --- damaged. - channel mount --- damaged. - air/water cylinder --- scratched. - suction cylinder --- scratched. - universal cord --- wrinkle. - suction channel -- scratches. - angulation --- play. - angulation --- less or specified value. - charged coupled device unit --- white dots. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope was tested positive, and there was a strong suspicion of biofilm formation in the channel. All test results: (B)(6) 2023: routine sample: pseudomonas aeruginosa (<1 cfu). (B)(6) 2023: control sample: negative (0 cfu). (B)(6) 2023: control sample: pseudomonas aeruginosa +. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.